Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient opted for a non-rechargeable ipg. The patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively.